Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during basal delivery with multiple cartridges. Customer¿s blood glucose level was 159 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.